Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition.